Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for review. The account reported that the low flow alarms were due to episodes of ventricular tachycardia (vt); however, a direct correlation between the device and the reported vt could not be conclusively determined through this evaluation. The account reported that the patient was experiencing continuous low flow alarms and inquired about silencing the low flow alarms. It was later reported that the patient¿s low flow alarms were due to episodes of ventricular tachycardia (vt). The patient was admitted to the hospital for treatment. It was reported that the need for low flow alarm change/silencing was no longer warranted at this time. The patient remains ongoing on vad support. The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced continuous low flow alarms and was admitted to hospital for ventricular tachycardia treatment. It was reported that the patient's low flow alarms were due to episodes of ventricular tachycardia. No device malfunction was reported. No further information was reported.